Event description:
It was reported that a gastric band could no longer be adjusted to filling volume. It was implanted 4 years ago. The band has been explanted. There were no other patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.